Event description:
It was reported that the customer had normal blood glucose levels of 111 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated even though it was not supposed to. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of about 50 mg/dl where the actual blood glucose level was 111 mg/dl. The customer also reported receiving various errors from the insulin pump including sensor errors and calibration errors. The customer also reported that the site of the sensor insertion was sore and bruised. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.